Manufacturer narrative:
Additional patient identifier: (B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while the surgeon implanting a retrograde nail to the patient's femur the driving cap/threaded broke off from the insertion handle. The driving cap/threaded broke off on the last strike and the nail was already fully inserted. The broken driving cap was retrieved. There was no surgical delay. Procedure was successfully completed. There was no harm to the patient. Concomitant device reported: radiolucent insertion handle (part #: 03.010.486, lot #: l479537, quantity #: 1), unknown retrograde nail (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.010.523. Lot: l306576. Manufacturing site: bettlach. Release to warehouse date: 12. May 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint summary: it was reported that on april 29, 2019, while the surgeon implanting a retrograde nail to the patient's femur the driving cap/threaded broke off from the insertion handle. The driving cap/threaded broke off on the last strike and the nail was already fully inserted. The broken driving cap was retrieved. There was no surgical delay. Procedure was successfully completed. There was no harm to the patient. Concomitant device reported: radiolucent insertion handle (part #: 03.010.486, lot #: unknown, quantity #: 1), unknown retrograde nail (part #: unknown, lot #: unknown, quantity #: 1). Investigation flow: damage . Visual inspection: the driving cap was received at the us cq. The device had signs of wear from typical usage, surface level scrapes and small, shallow dents on the top of the head. The threaded tip of the driving cap is broken off. The fragment was retrieve . No other issues were identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) connector for insertion handle. Device history: the received device was manufactured at the bettlach site on 12 may 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint is confirmed for the driving cap. Its threaded tip was broken off. Aside from this, the device was lightly scratched along its shaft and had numerous small dents on the top of its head. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: awareness date reported on follow up 1 report as april 30, 2019 but should have been june 06, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.